Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that half of the pump touch screen had static lines across the screen making it hard to see. Customer's blood glucose was 146 mg/dl. Reportedly, customer will continue to use current pump for insulin therapy.